Event description:
The MFR's rep reported a patient's pump was explanted and replaced after 91 months implant duration due to battery depletion. The low battery alarm was audible. There was no reported pt injnury and the pt recovered from surgery without sequela. The drug contained in the patient's pump was dilaudid/clonidine (25mg/ml) delivered at 10 mg/day.

Manufacturer narrative:
Final device analysis revealed the catheter access port (cap) lifted, but was still attached and functional.